Manufacturer narrative:
A company service rep checked the system, replaced the penumatics assembly and the system tested to specifications. Investigation, including root cause analysis is in progress.

Event description:
The customer initially reported receiving an error message to check pneumatic pressure on screen. During follow-up, they stated they were doing an unplanned vitrectomy. The current patient status was not provided. Additional info has been requested.